Event description:
A hospital reported that in a check prior to use, hospital staff set a rt106 breathing circuit to a ventilator and poured water into the water trap to check for leakage. They reportedly observed that water leaked out of the water trap.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare by a distributor. The product is not sold in the USA, but it is similar to a product which is sold in the USA. We are awaiting the return of the complaint device to complete our investigation.